Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator was explanted due to a klebsiella infection approximately a month after explant. The source of the infection was unknown. The manufacturer's device history records were reviewed for the patient's lead and generator. Sterility of both products prior to release was verified. No further relevant information was received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device